Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, evidence of overheating was found. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.